Event description:
It was reported that the device had a pressure sensor problem. No patient injury reported.

Manufacturer narrative:
The device was received with both seals were intact and top and bottom cases are in excellent condition. Cracked left plunger case. History log showed force sensor test found in ehl. The device was tested using the power up process and performed calibration verification test. Testing found force sensor test error duplicated during the power up process. Error found in ehl. Steady state reading of the force sensor (with no pressure on it) 0= count 0 = - 1.18 lbs. Force sensor . Force does not change when force applied to the force sensor ( force readings remains the same). The root cause was unknown. Unable to determine. Force sensor assembly and plunger cable was carefully inspected. No physical damage or contamination on plunger head. The tech replaced force sensor. Performed calibration on the pump and passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).